Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the basilar artery aneurysm procedure, the subject coil was broken while advancing within the microcatheter prior to the deployment. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire kinked/bent. The main coil was found to be severely stretched. The main coil suture was found to be damaged. There was no coil breakage noted. During functional inspection, main coil broken/fractured during use functional test was not applicable. The defect was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be severely stretched, the main coil suture was found to be damaged, and the coil delivery wire was found to be kinked/bent. An assignable cause of not confirmed will be assigned to the as reported ¿main coil broken/fractured during use¿ as the defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to as analyzed ¿main coil stretched¿, ¿main coil suture damage¿ as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the basilar artery aneurysm procedure, the subject coil was broken while advancing within the microcatheter prior to the deployment. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.